Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign matter coming out from the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The foreign material residue point was not deformed. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: evis lucera gif-260 series operation manual: chapter 3 preparation and inspection; prevention measures are written in instructions for use: evis lucera gif-260 series operation manual: chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.